Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted and the pump had turned off. During troubleshooting the customer reported difficulty charging the pump with the usb cable. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose leves were approximately 600 mg/dl, which were addressed with insulin pens.